Event description:
Covidien received info stating that when powering on an 840 ventilator the display was blank. The ventilator was not in use on a pt at the time the malfunction occurred.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse upgraded the device from a 9.4 to 10.4 graphic user interface (gui) display. The cse performed extended self-testing on the device and all tests passed.